Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor's needle was broken and it stayed in the arm. They had already gotten medical assistance for it. Customer's blood glucose value was 178mg/dl. Customer reported the sensor cannula fractured while in the body. Sensor will be returned for analysis.